Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information has been obtained.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information has been obtained. Additional information was received that the spinal cord stimulator (scs) leads were also explanted together with the procedure. The explanted devices were disposed by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).